Manufacturer narrative:
The device was returned for analysis. There was a cut in the insulation between the tip and ring 1. Dried saline was present in the irrigation tubing, on the handle, and shaft. The device tip was placed in 37c de-ionized water with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. Deionized water was pumped through the device for approximately 30 minutes. The mini electrodes were cleaned with a foam brush tool and dried. Continuity checks were performed manually using a multi-meter and breakout box. The thermocouple/magnetic sensor/ and resistor ID resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed which confirmed that the magnetic sensor measured within specifications. Sem photos of the tip and each of the mini electrodes were taken. No adhesive or foreign material was noted on the mini electrodes. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 1.5832 psi, 1.5651 psi, 1.5666 psi. The distal end was measured, starting with 15 psi. Pressure decay values were 0.0701 psi and 0.0724 psi. The device underwent pre-soak and post-soak hdx testing. Noise testing in pre-soak conditions met current device specifications on all signals. Minor pump related vibrational noise (low frequency) and a small amplitude, higher frequency contribution were observed, however, amplitudes were less than 0.16 mv peak to peak for all signals. The generator reset tracking issue (reported) was not confirmed during any of the ablations performed. However, a 1313-2 tracking error was present before beginning both the right and left curve ablations post-soak. The catheter was also not visible when curved in either direction during ablation. After straightening, the 1313-2 error clears and the catheter is visible. No temperature issues (not reported) were observed during any of the 3 post soak ablation tests. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The leak test was repeated. The proximal shaft was cut proximal to the butt bond and the insulations sheath was removed. Microscopic inspection noted degradation of the guide coil coated with exposed wire in several areas. Further inspection noted slices in the magnetic sensor wire insulation on the outside of several adjacent twists of the two sensor wires approximately 38cm from the distal tip. The exposed metal of the sensor wires aligns with a section of the guide coil with which also has exposed wire. The sensor wire cuts were difficult to photograph. The distal end was dissected from the transition area to just proximal of ring 3. No evidence of corrosion, fluid, or other anomalies were noted.

Event description:
Reportable based on device analysis completed on 31jun2019. It was reported that the generator was resetting after each ablation. During an atrial flutter ablation procedure involving a intellanav mifi oi catheter, after each ablation delivered the generator would reset and needed to be reprogramed. The generator would read finding catheter. This had been an ongoing issue with the generator having been replaced. The pump was also replaced without resolution, and without knowing the cause of the issue, the intellanav mifi oi catheter was returned for analysis thinking it may be the cause. There were no patient complications and the procedure was completed successfully. Device analysis revealed a cut in the insulation of the intellanav mifi oi catheter between the tip and ring 1 electrode.